Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. A 4.0 x 38 synergy ii drug-eluting stent was advanced through the 6f guidezilla ii guide catheter but failed to cross the calcified lesion. When the stent delivery system was brought back into the guidezilla, the distal end of the stent caught on the distal end of the guidezilla, deforming the stent. The stent delivery system and guidezilla were removed together and completely intact. A second guidezilla and stent were used successfully. The patient suffered no complications and left the lab in stable condition.